Manufacturer narrative:
Continuation of d10: product ID l-envpro-16; product lot/serial number unknown; product type: compression loading system (cls) product ID envpro-16; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left femoral access and a 20fr introducer sheath were used. After valve implantation, moderate paravalvular leak (pvl) and central aortic regurgitation were present. Following the procedure, the patient had a peripheral vascular complication. Per the physician, the vascular complication was causally related to the procedure. No treatment or intervention was reported. Three days after the procedure, the patient was discharged to a rehabilitation clinic. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No devices were returned to medtronic for analysis and no procedural images were provided for review. Paravalvular leak (pvl) and central regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Vascular complications are a known potential adverse patient effect per the device instructions for use (IFU) and are typically related to patient factors (such as anatomy and comorbidities), and/ or procedural effects (such as the sheath used, user technique, and puncture cut location). An assignable root cause for the reported events could not be determined and a relationship of the vascular complication to the delivery catheter system (dcs) could not be established. There was no information to suggest that a failure to meet manufacturing specifications was related to these events. Medtronic will continue to monitor for future occurrences and trends. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.